Event description:
The customer states she received results in mmol/l on a u.s. Meter meant to read in mg/dl. Customer has a canadian and u.s. Address and was confused when reporting the incident to the manufacturer. The manufacturer advised the customer to check the back label of the meter; it had the u.s. Accu-chek phone number and the units were listed as mg/dl. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).